Manufacturer narrative:
Upon investigation, the technician noted the likorall 242 s r2r was leaking oil from the safety drum. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s r2r was leaking oil from the safety drum. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. (B)(4).